Event description:
The pt (B)(6) was implanted with a trial lead on (B)(6) 2011. It was reported that shortly after implant, the lead incision site became sore and inflamed. The pt also allegedly developed a fever. The lead was explanted on (B)(6) 2011 at the trial's end. A culture was taken; however, the results have not been disclosed. Initial blood tests supported a bacterial infection diagnosis and antibiotics were administered to the pt as treatment. Subsequent blood tests taken during the pt's f/u appointment in (B)(6) were all normal. No further info is available.

Manufacturer narrative:
The device info for the lead was not provided; therefore, the lot number as well as the mfg and expiration dates are unk. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.